Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes customer noticed that one of the tube has a gray cap. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes customer noticed that one of the tube has a gray cap. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. A gray closure was applied to the edta tube instead of the expected pink closure. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.